Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively in the tissue closure in a ventral hernia repair procedure, the suture line broke midline with intact knot and fascia. An intervention of post-operative hernia recurrence repair was performed to resolve the issue.